Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16284. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 12.5 cm. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion at 6.6 cm ¿ 6.8cm from connector pin breaching the outer insulation and exposing outer coil consistent with friction to the device can.